Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a tha surgery. After surgery, a dislocation occurred. The patient originally had an excessive anteversion about 45 degrees, but now the patient has an additional plus 10 degrees anteversion and the cup is tilted about 10 degrees and dislocated anteriorly. On (B)(6) 2022, a revision surgery was performed. In the revision surgery, both the cup and stem were extracted and replaced. The stem was replaced with a c-stem size 2, and the cup was replaced with a competitors cup. As a result, it was confirmed that no anterior dislocation occurred, and the revision surgery was completed successfully. The surgeon commented that anterior dislocation occurred because the angle of the cup anteversion had been large and the stem had been implanted at a fairly large anteversion angle of around 60 degrees. .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.